Event description:
It was reported that the catheter came off immediately after the placement. Stated that the patient injected sterile water, but the balloon was already withered. Also stated that when water was injected into the removed catheter, no leak was confirmed. It was mentioned that no balloon rupture or tear.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is considered within specification as the reported failure could not be reproduced. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temp sensing silicone foley with sample port connector. Visual inspection of the sample noted 1 three-way foley temp sensing catheter inflated balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and allowed to rest with no observed leaks on the return sample. The balloon deflated in 1 min 13.60 sec passively with no issues or cuffing noted. The reported failure could not be reproduced. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter came off immediately after the placement, when the patient injected sterile water the balloon was already withered. Also stated that when water was injected into the removed catheter, no leak was confirmed and there was no balloon rupture or tear.